Manufacturer narrative:
H11: corrected information in b1, b2, h1 and h6 (health effect - clinical & impact codes).

Manufacturer narrative:
H10: internal complaint reference: (B)(6). H3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. Two tendon anchor insertion devices were returned without any of the other kit contents. Insertion device 1 has one of the prongs at the distal end fractured away. Insertion device 2 has one of the prongs at the distal end bent out of it's intended position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution that ¿excessive force applied during tendon anchor deployment may result in damage to the tissue, to the material being fixated, to the anchor, or to the tendon anchor inserter.¿ the tendon stapler is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the regeneten bone anchors with delivery system kit failed. When the tendon anchors from the reported kit were being implanted, the tip of the tendon stapler broke. The broken piece was left secured inside the patient's tissue, since it could not be removed. The procedure was completed using a back up device. There was no surgical delay and no further complications were reported.